Manufacturer narrative:
Based on a re-evaluation of the complaint information, this complaint has been reclassified as an adverse event and product problem rather than just a product problem, as previously reported. Corrected information can be found the following field: b1, b2, and h1. B1 updated from "product problem" to "adverse event and product problem". B2 updated to "required intervention". H1 updated from "malfunction" to "serious injury".

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Isi has not received the mcs tip cover accessory for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A log review was not conducted, as no logs are available for the mcs tip cover accessory. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. Based on the information provided at this time, this complaint is being reported due to the following conclusion: during a da vinci-assisted surgical procedure, it was reported that the monopolar curved scissors (mcs) tip cover accessory became loose and came off. Follow-up revealed that the mcs tip cover accessory fell inside of the patient and was retrieved during the same procedure, with no additional surgical intervention required. Although there was no patient injury reported, unintended items falling into the patient may require surgical intervention. The product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the customer stated that the monopolar curved scissor (mcs) tip cover accessory became loose and came off. Intuitive surgical, inc. (Isi) contacted the site and obtained the following additional information regarding this event: it was noticed on the screen that the orange ring was showing on the shaft of the mcs instrument and the mcs instrument was removed immediately. The mcs tip cover accessory was displaced completely upon extraction through the seal of the trocar but it was grasped with a forceps without difficulty and removed. The mcs instrument and the mcs tip cover accessory were inspected prior to use. The surgeon did not notice any issues with the functionality of the mcs instrument during the surgical procedure. The mcs instrument did not collide with any other instruments during the surgical procedure. The surgical staff did not feel any resistance upon removal of the mcs instrument through the cannula. The mcs instrument wrist was straightened upon removal. The surgical staff did not notice any damage on the mcs tip cover accessory, mcs instrument, or cannula after the event occurred. It is unknown how long was the instrument/accessory in use. The issue did not cause any delays. The mcs tip cover accessory appeared to be properly installed during the surgical procedure. No part of the orange surface was visible after the mcs tip cover accessory was installed. The mcs tip cover accessory was not installed beyond the orange surface. The installation tool was used. Electrolube or any other lubricant were not applied to the mcs instrument prior to the mcs tip cover accessory installation. The mcs tip cover accessory was disposed and will not therefore be retuned to isi for review. No patient-related information could be provided.